Event description:
Upon review of a (B)(6) female patient's download, zoll lifecor customer support service discovered battery charger faults in the data. Support contacted the patient about retrieving the patient's battery. The patient received a replacement battery.

Manufacturer narrative:
Device evaluation summary: device evaluations of battery (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon inspection, the battery was found to have a bent pin (pin 5). The bent pin was the cause of the battery charger faults. The root cause of the bent pin cannot be positively identified but may have resulted from forcefully inserting the battery with the connector misaligned. No adverse event resulted from the bent connector pins. The patient received a replacement battery.